Event description:
It was reported that the customer had a keypad anomaly and crack on the bottom of the reservoir on the insulin pump. The customer's blood glucose level was unknown mg.dl. The customer stated that the button stopped working and there is crack on the side of the insulin pump. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked reservoir tube.